Manufacturer narrative:
D4 unique identifier (UDI) # : as the serial number is unknown, the UDI will consist of the primary di number only. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump overinfused an epinephrine infusion. The pump display indicated there was 57 minutes remaining; however, approximately one minute later, the pump stopped the infusion and displayed "syringe empty" message. The patient experienced immediate hypotension, and a previously prepared push-dose epinephrine was administered in response to the immediate hypotension. The pump was subsequently replaced. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.